Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement indicator. Four months before the battery had an estimated 19 months remaining. It was noted the patient is in atrial fibrillation. Device was showing an increased threshold of 5v at 1.0ms. The device was explanted and replaced. No patient complications were reported as a result of this event.